Manufacturer narrative:
Device available for evaluation = unsure. Initial reporter occupation = unknown. PMA/510(k) number = exempt. Device evaluated by mfg = device availability/return unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of a ncircle tipless stone extractor functioned as intended prior to use then could not be opened after being inserted into the choledochoscope. The user then removed the device and 'repaired' and the device then functioned as intended and the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
B5: additional information received 20jul2022. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 20jul2022: it was reported that the user cut off part of the sheath as means to 'repair' the device.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported that the basket of a ncircle tipless stone extractor functioned as intended prior to use then could not be opened after being inserted into the choledochoscope. The user then removed the device and cut off part of the sheath as means to 'repair' the device. The device then functioned as intended and the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control procedures. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the complaint file, device history record, complaint history, and quality control documents provides evidence to support that the device was manufactured to specification. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The provided information stated the user was able to repair the device after the basket would not open by cutting off part of the sheath. It was determined that the issue was due to damage to the basket sheath, but without the device returned, the exact nature and cause could not be determined. Excessive force may have been inadvertently applied to the device, but no information was known regarding device handling. Therefore, cook has concluded that a cause for this event could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.